Event description:
Device report from synthes europe reports an event in (B)(6) as follows: on (B)(6) 2015, during an explant surgery of the plate which was implanted four years ago in 2011, the surgeon had difficulty removing the reported three locking screws. The surgeon used an extraction screw to remove the screws, but the extraction screw broke. Eventually, the surgeon used a carbide drill bit to remove all the implants successfully. No residue in the patient¿s body. There was sixty minutes delay in the surgery. This report is for three unknown locking screws. This is report 1 of 2 for com-(B)(4).

Manufacturer narrative:
This report is for three unknown locking screws/unknown lots. Implanted date: 2011, month and day unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.